Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6), 2014, the tulip head of four 5.5mmx 40mm long arm polyaxial screw splayed while torqueing the locking caps, allowing the caps to become loose. All four polyaxial screws were removed and replaced. A delay to the procedure of fifty (50) minutes resulted.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.